Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00324. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 28 days. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported hemorrhagic stroke and patient outcome could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding, stroke and neurological dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a CT scan showed a large right parietal occipital hematoma measuring about 3.3 x 3.8 x 6 cm. There are fluid levels within the hematoma indicating a probable underlying bleeding diathesis. The patient presented with left lower extremity weakness and left sided hypoesthesis. The patient¿s inr upon admission to the acute care facility was 2.8, thus making their inr therapeutic. A reported unknown surgery was performed. The patient was discharged to a hospice facility per the family¿s request and a do-not-resuscitate order (dnr) was placed due their neurological status not improving. The patient¿s permanent pace maker and implantable cardioverter-defibrillator has been turned off and only comfort measures will be given. No additional information provided. It was reported that the patient expired on (B)(6) 2018 at an inpatient hospice facility. The device was not explanted.